Event description:
A right radial arterial line was attempted and a small piece of the catheter dislodged into the subcutaneous tissue of right wrist. Pt taken to operating room to remove foreign body.